Manufacturer narrative:
Results: the supplier rec'd samples from the rptr. Their examination of the returned product confirmed the customer complaint. A review of our complaints history confirmed this to be the first complaint of this nature for this product code. Our supplier has carried out a back-search of all stock and has not identified any further problems of this nature. The supplier has also instigated a 100% check of all molded dilutors, incorporating the passing of a gauge through the bore of the dilutor, along with operator retaining the new check.